Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that it was very difficult to unlock her pump. Per the owner¿s booklet, the pump is unlocked by pressing and holding the up and down arrow keypad buttons at the same time. The reporter stated it would take multiple attempts to unlock the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/07/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the pump being difficult to lock and unlock was not able to be duplicated; the pump locked and unlocked multiple times successfully with no defects found. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no signs of contamination were found on any of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.